Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer¿s blood glucose level was 150-200 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.